Event description:
A user facility reported that an intraocular lens (iol) may have been scratched while loading the cartridge of an iol delivery system. There was no pt impact/injury associated with this event.